Event description:
Patient's guardian contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support had the patient's guardian perform a reset on 01/02/2015 and the reset was successful for reported issue. The patient's guardian did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).